Event description:
The customer reported that the system would not boot up and displayed a collimator iris potentiometer error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The contact of the image function board was enhanced and the collimator connector was retightened. The system was tested and found to be working as intended and put back into service.